Manufacturer narrative:
Findings: the unit power up properly after battery installation. Unit received with operating currents within specifications. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was monitored for 24 hrs and no blank display anomalies noted. Power connector plug in and locked in place properly. However, failed battery test alarms noted and confirmed at the long trace history file due to corroded battery tube. Unit was received with minor scratched display window, case and keypad overlay.

Event description:
The customer reported via phone call that the insulin pump had blank display and low battery. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.